Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2019 and (B)(6) 2020. The device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted due to patient experiencing blurry vision and increased glares. Pre-op visual acuity (va) was 20/25 +2, post-op va was 20/25 still healing. Unplanned vitrectomy and sutures were performed. It was learned that the suspect product was discarded by the facility. No other information was provided.